Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the knob on the cooling/heat switch on front control panel of the coller heater unit was missing. Since the event occurred during preventative maintenance, there was no pt involvement.